Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
AED is blinking red and that all the indicator lights on the front are lit; there was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 15th july 2015. Upon receipt, the device would not power on with the returned pad-pak and all instructional leds flashed alongside a red status indicator. Further investigation revealed the returned pad-pak was severely depleted, which would account for the reported faults. With a test pad-pak installed, it was observed that the green status indicator became constantly lit. This was attributed to corrosion on the membrane tail, which had resulted in a partial short to ground from track 4. The constantly lit status indicator would have resulted in an excess standby current drain, leading to the depletion of the returned pad-pak. Furthermore, the device was witnessed switching on automatically, which was due to the corrosion on track 13 of the membrane tail. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The corrosion observed on the returned membrane tail would indicate the device had been subject to adverse storage, however, this could not be verified by other means, i.e. No corrosion observed on the screws or usb contact collars. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
AED is blinking red and that all the indicator lights on the front are lit; there was no patient involved in this event.